Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a printer failure. A field service engineer found that the printer was not printing and identified that the print queue was stuck with 126 items. The fse reset the printing spoil service, cleared the print queue, and then had the customer print patient labels to confirm that printing functionality was restored. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es zebra printer did not print any labels or details. The station provided printed strips for insulin; however, the strips contained no details or identifiers other than nc3bh. The printer continued to produce labels without any information. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.